Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary artery bypass graft procedure, the fusion oxygenator and custom tubing pack were associated with several intraoperative issues. The anesthesia/ surgeon was informed that full flow was reached. All cpb (cardiopulmonary bypass) safety¿s were checked pre-cpb including adequate sweep gas flow (5l/min) with anesthetic gas. There was a typical minimum alveolar concentration (mac) reading noted. The baseline act (activated clotting time) was 126 seconds. At 15:43p.m, anesthesia administrated a heparin bolus of 30 ,000iu. At 15:46p.m, pre-cpb blood samples were taken. The act was 329s. The abg (arterial blood gases) were checked. The ph was 7.32, the partial pressure of carbon dioxide (paco2) was 45 mmhg, and the partial pressure of oxygen (pao2) was 136 mmhg. The bicarbonate level was 23 mmol/l, and the oxygen saturation (sao2) was at 99%. The base excess was -2.8 mmol/l. A lactate level of 0.6 mmol/l, sao2 of 99% and hct (hematocrit) of 36% was recorded. At 15:52p.m, an additional 15k of heparin was given. The cpb line test, which involves a 2000 rpm spin of the pump, was successfully completed. The test demonstrated adequate flow and pressure, followed by a return to baseline pressure. Additionally, the retrograde autologous priming (rap) procedure was performed without any issues. At 16:00p.m, the pre-cpb act was 545s. At 16:12p.m, cpb was initiated with a sweep of 2.3l/min with fio2 at 60%. Additionally, sevoflurane (sevo) was set at a concentration of 1. The patient became profoundly vasoplegic despite 1000mcg of phenylephrine and anesthesia boluses of vasopressors. The mean arterial pressure was in the 30s. As soon as the anesthesiologist turned off the ventilator, they noted the arterial line turning dark and the sao2 (oxygen saturation) monitor starting to drop from 99 to 92%.po2 (partial pressure of oxygen) on the ventilator module was reading less than 220mmhg. Site to source was completed to ensure that there was no leaks in the system at high pressure hose connections, between the ventilation module and vaporizer and then between the vaporizer and oxygenator. The customer called for help to trouble shoot, however, there were no leaks identified. Sao2 continued to drop as low as 83%. Abg (arterial blood gas analyses) were quickly drawn at 16:17p.m. The ph was slightly acidic (7.28), the partial pressure of carbon dioxide (paco2) was elevated (49 mmhg), and the partial pressure of oxygen (pao2) was low (58 mmhg). The bicarbonate level (23 mmol/l) was slightly low, and the oxygen saturation (sao2) was also low at 87%. Fio2 (fraction of inspired oxygen) increased to 100% but there was a slow recovery. The patient was ventilated by the anesthesiologist and the heart was filled to allow the patient to eject. Recovery of saturation patient's bp (blood pressure) slightly improved with anesthesiologist bolusing vasopressors to high 40¿s and low 50¿s. The customer attempted to drain and return to full flow. Fio2 was weaned to 70%, then 60%, with improved pressure. The customer stated that everything seemed sufficient, however, the blood started to turn dark again as soon as the ventilator was turned off and sao2 started dropping. Abg was completed again quickly. The ph was slightly acidic (7.31), the partial pressure of carbon dioxide (paco2) was elevated (46 mmhg), and the partial pressure of oxygen (pao2) was low (61 mmhg). The bicarbonate level (23 mmol/l) was slightly low, and the oxygen saturation (sao2) was also low at 89%. The decision was made by the team to change out the questionable equipment. The patient was weaned off bypass and change out occurred. Immediately after initiating on the new bypass pump, the patient was able to be oxygenated with no issue. The ph was 7.26, the partial pressure of carbon dioxide (paco2) was 46 mmhg, and the partial pressure of oxygen (pao2) was 232 mmhg. The bicarbonate level was 21 mmol/l, and the oxygen saturation (sao2) was at 100%. The base excess was -6.0 mmol/l with the ventilator off. The sweep gas flow was at 2.6l/min with fio2 at 70%. Methylene blue was administered to achieve a target mean arterial pressure of 58-60mmhg. Medtronic received additional information that the issue was likely against the fusion oxygenator only as it did not oxygenate as expected. The issue was oxygenator function, therefore, presumably the issue was with the fusion oxygenator. However, they can not rule out the possibility that there was an issue with the oxygen gas line filter and tubing in the pack that could have resulted in this result.

Manufacturer narrative:
B.5. Event description updated fio2 was weaned to 70%, then 60%, with improved pressure. The customer stated that everything seemed sufficient, however, the blood started to turn dark again as soon as the ventilator was turned off and sao2 started dropping. Abg was completed again quickly. The ph was slightly acidic (7.31), the partial pressure of carbon dioxide (paco2) was elevated (46 mmhg), and the partial pressure of oxygen (pao2) was low (61 mmhg). The bicarbonate level (23 mmol/l) was slightly low, and the oxygen saturation (sao2) was also low at 89%. The decision was made by the team to change out the questionable equipment. The patient was weaned off bypass and change out occurred. Immediately after initiating on the new bypass pump, the patient was able to be oxygenated with no issue. The ph was 7.26, the partial pressure of carbon dioxide (paco2) was 46 mmhg, and the partial pressure of oxygen (pao2) was 232 mmhg. The bicarbonate level was 21 mmol/l, and the oxygen saturation (sao2) was at 100%. The base excess was -6.0 mmol/l with the ventilator off. The sweep gas flow was at 2.6l/min with fio2 at 70%. Methylene blue was administered to achieve a target mean arterial pressure of 58-60mmhg. Medtronic received additional information that the issue was likely against the fusion oxygenator only as it did not oxygenate as expected. The issue was oxygenator function, therefore, presumably the issue was with the fusion oxygenator. However, they can not rule out the possibility that there was an issue with the oxygen gas line filter and tubing in the pack that could have resulted in the observed issue. Medtronic received additional information that a blockage or clot was not identified within the tubing. Methylene blue was administered due to the patient experiencing extreme vasoplegia. Methylene blue was the treatment used for this patient's low pressure. It was unlikely that the vasoplegia was related to the oxygenator, however, it cannot be ruled out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.